Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there is a problem where the rf (radio frequency) head enters the programmer port which is causing telemetry failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there is a problem where the rf (radio frequency) head enters the programmer port which is causing telemetry failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.